Manufacturer narrative:
Evaluation summary: product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. Additional information has been requested but not received. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that two intraocular lenses became opaque 4 years after a bilateral implant. According to the reporter, opacification occurred within the lens and not in the capsule. Additional information was provided by the doctor, who described the reported opacification as "cataract within the lenses". According to the doctor, the lenses were implanted 3 years ago. Date of implant has not been confirmed at the time of this report. The doctor also reported a decrease in the patient's vision. Additional information has been requested but not received. This is one of two reports being filed for the same patient. This report is for the patient's second eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the optometrist. The lens was reported to be "completely opacified". The patient referred a decrease in visual acuity both in near and far vision at all hours of the day. Upon receipt of the additional information, this file has been reassigned to the patient's left eye.

Manufacturer narrative:
Evaluation summary: the lens was not returned. Only a photo was available. Review of the photo showed a poor quality photo showing mild haze in remnant of anterior capsule and apparent haze in iol. May be compatible with anterior capsule opacification. Unable to determine origin or exact location of apparent haze in iol, possibly in iol body. It is difficult to make a final determination without evaluation of the physical sample.the root cause cannot be determined based on available information. (B)(4).